Manufacturer narrative:
Service evaluation found that the safety bar was seized.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.